Event description:
The physician performed a revision surgery utilizing the blueprint planning feature. The primary implant, simpliciti for hemi, was removed due to a subscapularis (subscap) failure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note the correction regarding h6 (results & conclusion codes): the reported event was confirmed, based on the available x-ray and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. A review of the pre-op x-rays by the medical expert stated; ¿the implant is well-fixed and the nucleus is in a good position. The humeral head well-fixed the nucleus. There are no signs of infection and/or loosening. The reason behind the failure of rotator cuff is primarily a patient related issue and not device related. There may be procedural factors in place (failure of tendon healing after the surgical repair necessary for implantation), and possibly non-anatomical reconstruction of the native anatomy.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the available x-ray and formal medical opinion the root cause can be determined to be patient related issue and possibly user-related issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The physician performed a revision surgery utilizing the blueprint planning feature. The primary implant, simpliciti for hemi, was removed due to a subscapularis (subscap) failure.